Event description:
It was reported that there was high threshold and low r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.